Manufacturer narrative:
Device was used for treatment, not diagnosis. Sirikci, m. Et al. (2016) radiologic and clinical outcome of the operated and adjacent segments following prodisc-c cervical arthroplasty after a minimum 24-month follow-up: a single surgeon-center experience. Neurosurgery quarterly; 26(3):234-239. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following abstract, sirikci, m. Et al. (2016) radiologic and clinical outcome of the operated and adjacent segments following prodisc-c cervical arthroplasty after a minimum 24-month follow-up: a single surgeon-center experience. Neurosurgery quarterly; 26(3):234-239. This retrospective study evaluated the clinical outcomes of cervical total disk arthroplasty (tda) using prodisc-c. There were 59 cases (28 female, 31 male) with a minimum follow-up of 2 years. Average age was 39.5 (range, 27 to 56) years and average follow-up was 33.6 (range, 24 to 81) months. This report is for an unknown prodisc-c and refers to the following: four (4) patients had radiographic signs of adjacent segment degeneration (asd) at the cranial adjacent level, whereas 5 patients had asd at the caudal adjacent level. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing facility: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.